Event description:
Event description guidant received information that this left ventricular lead, one day post implant, has impedances greater than 2000 ohms and there is concern about noise. The thresholds have also increased somewhat. The patient was feeling pectoral stimulation.